Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy - pediatric surgical procedure, the medium-large clip applier instrument would not fire the clips. The procedure was completed using another instrument with no reported injury.